Manufacturer narrative:
(B)(4). Batch # m53e0d. Additional information was requested and the following was obtained: regarding the powered echelon 60, it was the cover on the manual override that was off and the lever was in the up position. The analysis found that one plee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was opened and found to be broken in the package. Another like device was used to complete the procedure. There were no adverse consequences for the patient.